Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge load process, and customer confirmed no prior similar alarms with this pump and no recent exposure to external magnets. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions in tandem mobi mobile app, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved with no further actions reported.